Event description:
An ave stent, 24mm in length, was successfully placed in the target lesion at the mid-distal lad. A second coronary stent from a different MFR, 15 mm in length, was placed proximally to the ave stent in the same lesion in the lad. Three days later and prior to discharge, thrombus had developed throughout both of the stents. The physician attempted to revascularize the vessel with ptca, but was unable to re-wire the vessel. The pt was sent to coronary artery bypass surgery. The surgery was successful and the pt was discharged from the hospital with no add'l clinical sequelae reported relative to the event.